Event description:
It was reported that the device was displaying error code 242.4030. Npi.

Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection noted a broken motor control board, bezel, rear case, ail. Review of the pump module error logs confirmed motor stall error code 242.4030.0 was present in the logs. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/20/2004 to the present date 10/15/2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. The proximate cause of the reported issue was due to electrical failure of the motor control board causing error code 242.4030.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying error code 242.4030. Npi.